Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens (lal, sn (B)(6), +20.0d) was implanted in the left eye on (B)(6) 2023 during primary cataract surgery. A pars plana vitrectomy was performed on the eye on (B)(6) 2024. The lal was explanted on (B)(6) 2024 due to blurry vision and a new lal (sn (B)(6), +19.0d) implanted as a replacement.